Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that a cartridge alarm 06 occurred after a pump reset. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 222 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.